Event description:
This is report 1 of 2 for the same event. It was reported that prior to surgery, it was discovered that the console device while in use with the motor device displayed an e5 error code. There were no delays to the planned surgical procedure as spare identical devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that port two on the device was damaged; and the connector was pushed back. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to misuse, abuse and possible user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.